Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. No photograph/video/imagery of used device was provided with the complaint. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The complaints were unable to be confirmed; therefore a lot history review is not required. A review of the complaint occurrence rates did not exceed the (B)(6) 2019 control limits for applicable trend categories; therefore a complaint history review is not required. The device undergoes multiple 100% visual and physical inspection manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. It should be noted that the thv was deployed in a non-edwards surgical pulmonic valve in the pulmonic position. The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals for a tf procedure in the aortic position were reviewed for relevant guidance for an s3 implant using a commander ds. IFU, device prepping manual and training manual for sapien 3 with commander delivery system were reviewed for instructions relating to the observed events. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. In this case, it appears that the incomplete expansion of valve due to the calcification on pre-existing surgical valve at deploy position may have contributed to the events. Per report, the valve was potentially under-expanded (-2cc was used for initial deployment) and waist of valve was observed after the valve deployment. Post dilation was attempted but with no success due to the calcification which had prevented the valve from reaching full expansion. Per training manual, the delivery system requires a prescribed volume for thv deployment and proper function. The under-expanded valve may have prevented the leaflet from proper coaptation, and subsequently result in central leakage. Leaflet impingement by calcification could be another factor that result into the same failure mode. Available information suggests that patient factors (calcification) likely contributed to the events.  No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required. The complaints for were unable to be confirmed. Since no manufacturing non-conformances, or labeling, IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the 26mm sapien 3 valve was placed in a non-edwards surgical pulmonic valve. Prior to the procedure, the team used a balloon to measure the surgical valve and found the internal diameter to be 23mm. Post placement, there was moderate -severe regurgitation. The team was unable to determine if this regurgitation was central or paravalvular. Per the intra-cardiac echo, it looked like intravalvular leak, nominal pressure. It was thought that there was one sapien 3 leaflet that was not co-apting. There was no overhang from the pre-existing valve. The sapien 3 was positioned well within the surgical valve, about 90:10 (below the inflow of the surgical valve). There was a waist, so it was decided post-dilate to fully expand the sapien 3 frame. A 25mm balloon was used to expand the sapien valve. The surgical valve calcification was preventing the valve from expanding any more. As the regurgitation remained, a second 26mm sapien 3 valve was implanted within the first sapien 3, slightly more ventricular, 80:20. This result was mild regurgitation. The patient left in stable condition.